Event description:
It was reported that versacross access solution was selected for pulmonary vein isolation. During the procedure, it was mentioned that the physician had difficult during attempt to go transeptal using versacross wire through non-boston scientific vizigo sheath and dilator). The bmc rf generator had delivered the therapy, but no bubbles were noted in left atrium (la) and wire was not able to advance. It was attempted to repositioning a few times and ensured under fluoro that tip of the versacross rf wire was exposed and in contact with septum. Thus, the new versacross kit was used, and still the issue persisted. Later, the procedure was completed using a nrg rf needle and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.